Event description:
The customer stated the battery wouldn't stay inserted in the device because there was an issue with the latch. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer stated the battery wouldn't stay inserted in the device because there was an issue with the latch. No patient involvement was reported. A biomed evaluated the device and verified the failure. The issue was diagnosed as a battery latch failure. The battery latch was removed, cleaned, and reinstalled to resolve the issue. The device remains at the customer site.